Event description:
It was reported that the patient complained of a pain. When the device was interrogated, it was found to be in hardware reset. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of hardware reset was verified in the laboratory. The reset was a power-on reset. When the device's battery voltage was measured in the lab, it was found to be unexpectedly low. The root cause of the failure is due to a latch-up of the static random access memory chip, which is caused by exposure to ionizing radiation. The latch-up condition resulted in high current draw, which depleted the battery reset.